Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse identified the mains power goes off on the network switch. Upon troubleshooting, fse found a malfunctioning ny15 pdu control module. To resolve the problem, fse replaced the ny15 pdu control module and successfully reloaded the firmware and return the part for further analysis, but no failure found. After replacing the ny15 pdu control module, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.